Event description:
It was reported that the device could not be interrogated, and that there was no pacing and no magnet response. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. The confirmed high current condition was the result of high leakage internal to an integrated circuit. The root cause could not be determined because the condition disappeared during integrated circuit testing.